Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. If additional information is received, a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted one year, six months was explanted due to unknown reasons. The replacement valve is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
(B)(4). Prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers.

Event description:
Edwards received additional information that this 23mm bioprosthetic aortic heart valve was explanted after one (1) year, six (6) months due to endocarditis. As reported, workup revealed staph epi bacteremia and prosthetic aortic valve endocarditis. The hd catheter was removed as it was thought to be the likely source and a temporary lsc hd port was placed. The patient presented for aortic valve intervention and upon visualization, the valve had a large vegetation and abscess along the aorto-mitral continuity/dome of la that compromised about 40% of the annular circumference. This was removed, a CABG x1 was performed, and a 23mm root replacement prosthesis was used in replacement. Tee revealed a well seated valve with no leaks. The patient was transferred to the sicu in critical but stable condition. The patient was discharged on pod # 30 due to varying non-device-related complications.